Event description:
A non-healthcare professional reported that they noticed that lens was scratched. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was broken in the distal area (not returned). The lens was cleaned with klrp for further evaluation. The optic had multiple scratches and scuffs marks in the shape of an instrument used to grasp the lens and multiple deep cracks near both haptic/optic junction areas. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Associated products were not provided. It is unknown if qualified products were used. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Requested follow up to the facility regarding associated products information. At this point, no further information has been provided. File will be reopened when more information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that the reporter replied that no further information available about if there was any patient involvement/harm as a result of the reported issue.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was broken in the distal area (not returned). The lens was cleaned with klrp for further evaluation. The optic had multiple scratches and scuffs marks in the shape of an instrument used to grasp the lens and multiple deep cracks near both haptic/optic junction areas. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Associated products were not provided. It is unknown if qualified products were used. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Requested follow up to the facility regarding associated products information. At this point, no further information has been provided. File will be reopened when more information is received. The manufacturer internal reference number is: (B)(4).